Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to instability. A 32mm +0 ceramic head was revised to a 32mm +8 ceramic head as the surgeon wanted to elongate the construct. Rep doubly confirmed that no other devices were explanted.

Event description:
It was reported that patient's right hip was revised due to instability. A 32mm +0 ceramic head was revised to a 32mm +8 ceramic head as the surgeon wanted to elongate the construct. Rep doubly confirmed that no other devices were explanted.

Manufacturer narrative:
An event regarding instability involving a ceramic head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as device was not returned. -medical records received and evaluation: no information was received for review with a clinical consultant. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.